Event description:
An exact cause of the thrombosis was not provided; however, it was reported pre-implant images show the patient's anatomy was tortuous and calcified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015 the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic rupture. On (B)(6) 2016 the patient suffered from a left iliac graft occlusion due to thrombosis. The patient was treated with a femoral bypass.